Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the recall/advisory notification on this model/device. Another crt-d was handed to the physician in error. Another crt-d was needed and that one was successfully implanted. It was also reported that the right ventricular transvenous defibrillation lead was abandoned and capped and replaced at the time of the procedure due to dislodgement and loss of capture during defibrillation. No adverse patient symptoms were reported.